Event description:
Per user facility report: "nurse set up feeding tube to infant at 15:30, infant was also receiving medications through an IV line. At 16:30 the afternoon nurse found milky solution in the medication IV-line. Pt was having bradycardia and the house officer was called. He placed the infant on a ventilator. The pt was taken off the ventilator in 2 days. Pt has no symptoms stemming from the event." Pt is a 26 day old male, weighing 4 pounds. "No more info available." **additional info received--the reporting account states that the reported device is not "user friendly." The set can easily be confused with the feeding tube they utilize.